Event description:
It was reported that the generator alarmed with an error code when the electrode was activated. Another handpiece was used to complete the case. During examination of the handpiece, it was noticed that the handle portion was melted from sterilzation. There were no adverse pt consequences.